Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's right atrial (ra) lead, due to noise concerns. Upon review, the ra channel revealed farfield signal oversensing and double/triple counting of atrial signals. Technical services (ts) reviewed troubleshooting options to mitigate inappropriate mode switching. This crt-d system remains in service. No adverse patient effects were reported.